Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly, the patient underwent revision approximately 17 months post implantation due to increasing groin pain and disease progression. Per correspondence, no consent for patient information was provided for this case. Without the requested documentation, the clinical root cause of the reported event could not be fully confirmed nor concluded. The patient impact beyond the reported pain, degenerative changes and revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to joint tightness, material in use, patient reaction and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d4 and h4/h5.

Event description:
It was reported, that seventeen months after a right hip hemiarthroplasty had been performed, a revision surgery took place, due to the patient increasing groin pain and age related degenerative changes in the acetabulum. The bipolar head was removed and new implants were inserted. It is unknown the patient current health status.